Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high and undefined pacing impedance. There was also noise present on the right ventricular channel. The lead was disconnected from the device and tested with an analyzer and all measurements were okay. The lead was then reconnected to the device and the lead pacing impedance was within range and stable. The lead and device remain in use. No patient complications have been reported as a result of this event.